Manufacturer narrative:
(B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the distal tip was in good conditions; however, the distal pierced hole was torn; this condition displaced the cutting wire and dislodged the wire anchor. A functional and dimensional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event of tip damage was not confirmed. According to the product analysis, the distal pierced hole was torn and the wire anchor was dislodged. These failures could have been generated by actuation of the device in the coil position or a mechanical tear of the cutting wire and anchor through the distal pierce hole and down through the ptfe. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the plastic tip of the device was damaged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire/anchor dislodged/dislocated.